Event description:
It was reported by service report that the left slide was not locking due to missing the screws on the bearing plate inside the translation cap. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bearing plate. The issue was resolved for the customer by the service tech installing new screws on the bearing plate for the left upright and verifying it was locking properly.